Event description:
Device blew oil into sterile field from a leaky motor seal. This has occurred at least three times during brain surgery. The first time the device was repaired and the rep stated that the problem was due to wear of the seal. However, subsequent events have occurred on new drills, one only a week old. The rep has not delineated a standard wear time. In two of the three cases the drills were changed to complete the procedure. Pt's have had no known complications. The MFR has been well informed of the problem and has not provided an adequate solution.